Event description:
Additional information received noted that signs and symptoms of the infection included: redness, swelling, drainage and pain. The primary location of the infection was the device pocket. A culture was obtained from the device pocket which revealed (B)(6) epidermis. Treatment for the infection included IV antibiotics and a PICC line. The patient outcome was infection resolved.

Event description:
It was reported that the patient experienced an infection and the implanted system was removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387-40 lot# j0546401v implanted: (B)(6) 2006 explanted: unknown lead model 3387-40 lot# j0546401v implanted: (B)(6) 2006 explanted: unknown extension model 748251 serial# (B)(4) implanted: (B)(6) 2006 explanted: unknown extension model 748251 serial# (B)(4) implanted: (B)(6) 2006 explanted: unknown accessory model 3550-68 lot# n288216 implanted: (B)(6) 2011 explanted: unknown programmer model 37642 serial# (B)(4) accessory model 64002 lot# n285450 implanted: (B)(6) 2011 explanted: unknown.